Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure it was noted that the left ventricular lead could not be fixed. Another lead was used; however, the new lead could not be fixed either. Another lead was used and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.